Event description:
This report was received from (B)(4) and is a spontaneous report by a physician from the (B)(6) of peritonitis in a patient coincident dianeal pd2 unknown bag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient experienced peritonitis as evidenced by diffuse abdominal pain and intermittent cloudy effluent. On (B)(6) 2012, the patient required hospitalization for the event of peritonitis. On an unreported date, the patient began remedial therapy with amikacin (25 mg, loading dose, route not reported), amikacin (12.5 mg/l of pd solution), ceftriaxone (1 g, daily, IV), vancomycin (500 mg drip in 100 cc d5w, frequency not reported, IV) and kcl (2 meq/l of pd solution). The cause of the peritonitis was not reported. It was not reported if dianeal pd2 unknown bag and extraneal viaflex therapies were ongoing or if the outcome for the event of peritonitis had resolved. The physician considered the event of peritonitis to be unrelated to dianeal pd2 unknown bag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.